Event description:
It was reported by the rep that the (2) hp053 were used during a donor nephrectomy procedure. It was reported that the lcs15 locked out and after 30 minutes of use the staff cleaned the device (while activated) in saline, and the instrument continued to lockout. The staff switched handpieces and the same thing happened. The test tip was tried and everything tested fine with the handpiece. A new lcs15 was tried with an older handpiece, completing the case. There was no pt consequence.